Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# v009281, product type: lead.

Event description:
The patient reported being shocked during the trial when the healthcare professional was inserting the lead on the left side in (B)(6) 2016. It was indicated that the patient was shocked enough to fall off the table. The lead was inserted on right side, and it was noted that it went fine. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.